Manufacturer narrative:
A philips service engineer confirmed that the touchscreen could not be calibrated and ordered a replacement touchscreen for repair. Investigation and repair are still ongoing.

Manufacturer narrative:
H10: at bench repair, the service engineer (se) confirmed that the touchscreen could not be calibrated and ordered a replacement touchscreen for repair. Upon receiving the replacement touchscreen, the se performed the touchscreen replacement, set the local customer time and date, cleared the event log, set factory settings, and successfully performed performance verification testing. The service engineer verified that the issue was resolved, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the system was down and would not allow for a touchscreen adjustment of inspiratory positive airway pressure (ipap) settings. The touchscreen was not working properly and options could not be selected in normal operational mode. It was reported that there was no patient involvement at the time the issue was discovered. The bme also mentioned to the remote service engineer (rse) that the touchscreen calibration was not holding and requested for bench services to have the device repaired. Investigation is ongoing.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touch screen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. Pil found that the touchscreen was faulty and failed the resistance verification testing, verifying a faulty touchscreen. The resistance values noted were high and out of specification (spec). The technician verified that the touchscreen failed the calibration check and was unable to use the touchscreen in diagnostic mode in test#2. In addition, the touchscreen did not respond to the setting changes. Pil concluded that the root cause of unresponsive touchscreen noted at pil and service was due to out of spec resistance noted in test#1, which resulted in a calibration failure and an inability of touchscreen to respond to the setting changes.